Event description:
It was reported that a homechoice cassette leaked from an unspecified location; further described as there was fluid under the machine. This was observed during after priming for peritoneal dialysis (pd) therapy, before patient connection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.